Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient is getting poor communication with and without use of the antenna. They no longer feel like their therapy is on. Walked the patient through trying to connect with ins on call and they were getting poor communication with and without use of the antenna on call (confirmed antenna/programmer were placed directly on ins). Reviewed end of service (eos) considerations and redirected the patient to their healthcare professional (hcp) to discuss/check ins. The patient provided event date as "about the 14th or 15th of april". Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that with their current device they get a message that said something about low battery or no battery, call your healthcare provider. The patient mentioned that the last time it didn't work like this, they had to have a new one put in. The agent reviewed that message was likely an eos message, and reviewed the meaning.